Manufacturer narrative:
Findings: unit received with intermittent button response due to moisture damage on the keypad traces. No button error alarm during testing. Received unit with moisture damage on the lcd board. No moisture was noted on the battery tube, vibrator motor and motor assembly. Unit received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot and stained end cap sticker.(B)(4)

Event description:
A customer reported via phone call indicating that their insulin pump alarmed button error. The patient's blood glucose level was 180 mg/dl at the time of the call. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.